Manufacturer narrative:
Concomitant medical products: dtpb2d1, crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) exhibited question marks rather than a value for the last charge energy. The lead and device remain in use. No patient complications have been reported as a result of this event.